Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A small baseline pericardial effusion was noted prior to procedure. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed and released in the patient. At the end of the case, a small increase to the effusion was noted via echocardiogram. No hemodynamic compromise was noted and intervention was not deemed necessary. Patient was monitored and has been discharged.